Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data - see attached incoming information literature article - attachment: [nishibe.pdf].

Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data - a2: age at time of event. A3: sex. As this was information collected during a review of data between dates of october 2013 and september 2016, the age and sex reported in this medwatch are averages.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or include intervention include, but are not limited to, endoprosthesis migration and endoleak.

Event description:
In a review of published literature, the following findings were noted: toshiya nishibe, md et al., "clinical and morphological outcomes in endovascular aortic repair of abdominal aortic aneurysm using gore c3 excluder: comparison between patients treated within and outside instructions for use" in annals of vascular surgery (2019) (available online on february 23, 2019). Between october 2013 and september 2016, 109 (91 men and 18 women, with a mean age of 77.0 years) patients underwent an endovascular aortic repair using a gore® excluder® aaa endoprosthesis to repair infrarenal abdominal aortic aneurysm. The article states that one patient was identified with distal migration of device, resulting in a proximal type I endoleak and type iii endoleak from overlap. The patient underwent a re-intervention at 1 day after the initial procedure to repair the endoleaks by proximal cuff extender and palmaz stent placement (p15, 215-217).